Event description:
It was reported that the external pulse generator (epg) would not capture during use on the patient. The biomedical engineer tested the epg with the sigma pace 1000 and the long term test of the analyzer and found no issues. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).